Manufacturer narrative:
Complaint review on 01/14/2026 noted that the root cause is identified. This report provides correction to previously submitted h11 manufacturer's narrative: engineering log review identified that the surgeon picked points on the l5-s1 level; however, accuracy was checked on the pelvis. A simulated accuracy check on l5-s1 mirrored the trajectory observed in fluoro.

Event description:
As per reporter, surgeon was navigating an l5-s1 fusion with two iliac bolts. It was discovered that both bolts in the right side were in soft tissue. Navigation was abandoned and surgical procedure proceeded with fluoro. No patient harm was noted.

Manufacturer narrative:
Event log review could not establish a definitive root cause. Quality compliance will continue to monitor similar complaints as part of routine post-market surveillance.